Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified a broken shell, fold crease, the device was underweight, and red particles. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on the posterior and anterior sides due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture and a thick hull. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and "thick hull." Device has been explanted.